Event description:
Info was received that reported a pt was hospitalized in 2008 due to an incident of hyperglycemia. The pt changed her infusion set a day prior. She began having blood glucose levels. The next day she woke up and her blood glucose was "around 400". Upon admit to the hospital her blood glucose was 387mg/dl. She was treated with IV fluids and insulin. The reporter did state that the pt had been "running high for 2 months". The insulin pump will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Occlusion, delivery and accuracy tests were performed, the device was found to pass all occlusion, delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected and the product was within spec.